Event description:
Coherent laser pretesting completed. Laser was warmed up and functional. When physicians were about to use laser, it shut down by itself. Attempts to re-start were unsuccessful. Clinical engineering checked and will repair.follow up reveals: stuck emergency power switch was the problem.